Event description:
Related manufacturer reference number: 2017865-2025-11568. It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, the lp was repositioned due to high pacing impedance. Upon repositioning, it was noted that pericardial effusion had developed due to cardiac perforation. Pericardiocentesis was performed. The procedure was completed with the lp left in place. The patient was stable.